Manufacturer narrative:
The oad was received at csi for analysis. Analysis revealed the driveshaft was stretched with two fractured filars at the proximal edge of the crown. Scanning electron microscopy (sem) was performed on the damaged driveshaft section. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue striations at the site of the driveshaft fracture. This type of damage is seen when the driveshaft is under excessive flexing near the crown due to spinning in excessive tortuosity or resistance that push the driveshaft into a tight bend, which the instructions for use (IFU) does warn against. The IFU warns to not perform treatment in stressful environments (excessive tortuous or angulated lesions or retracting the device against resistance). The root cause of the stretched and fractured driveshaft could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was advanced through a femoral access and used for treatment in a highly tortuous right coronary artery (rca). The oad was spun on low speed for five treatments while pulling the oad distal to proximal. When the oad was removed the driveshaft was observed to be stretched. A new oad was used to complete the procedure. The physician's opinion the damage occurred due to the lesion tortuosity. The patient was stable and did not experience impact from the reported issue. During device analysis, it was revealed the driveshaft was stretched with two fractured filars at the proximal edge of the crown.